Event description:
Having been seen by a dr who x-rayed my left wrist because of various complications, i.e., wrist spasms, prosthesis and bone cysts. Dr later determined this was a condition called "silicon synovitis." Implant was removed and a "foll" biopsy was done. Awaiting results that are in and will send them upon request.